Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('sectioning reveals a coiled metallic fragment within the remnant of the left fallopian tube extending into the uterine muscle for a length of 2.1 cm. There'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 789029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine bleeding. Previously administered products included for an unreported indication: ocp and mirena. Concurrent conditions included abdominal pain and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and essure removed by hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device breakage, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for - pain and bleeding tried to place essure in office but unable to 2nd to tubal spasm. On both side less than 3 coils were seen in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: final diagnosis: uterus and cervix, resection. Benign uterus, 105 grams, status-post bilateral coil placement. Rare remnants of benign proliferative-type endometrium. Fibrosis and changes consistent with endometrial ablation. Benign cervix.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record "pelvic pain. Abdominal pain". Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: lot number was added. Reporter information, lab data and medical history was added.new event " abnormal bleeding (general), vaginal bleeding, device breakage and vaginal pain" was added. Severity of event "pelvic pain" was updated as "severe". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('sectioning reveals a coiled metallic fragment within the remnant of the left fallopian tube extending into the uterine muscle for a length of 2.1 cm. There'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 789029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine bleeding. Previously administered products included for an unreported indication: ocp and mirena. Concurrent conditions included abdominal pain and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and essure removed by hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device breakage, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for - pain and bleeding tried to place essure in office but unable to 2nd to tubal spasm. On both side less than 3 coils were seen in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: final diagnosis: uterus and cervix, resection. Benign uterus, 105 grams, status-post bilateral coil placement. Rare remnants of benign proliferative-type endometrium. Fibrosis and changes consistent with endometrial ablation. Benign cervix.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record "pelvic pain. Abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('sectioning reveals a coiled metallic fragment within the remnant of the left fallopian tube extending into the uterine muscle for a length of 2.1 cm. There'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal hemorrhage ('vaginal bleeding') and genital hemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine bleeding. Previously administered products included for an unreported indication: ocp and mirena. Concurrent conditions included abdominal pain and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and essure removed by hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, menorrhagia, vaginal hemorrhage, genital hemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device breakage, genital hemorrhage, menorrhagia, pelvic pain, vaginal hemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for - pain and bleeding tried to place essure in office but unable to 2nd to tubal spasm. On both side less than 3 coils were seen in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: final diagnosis: uterus and cervix, resection. Benign uterus, 105 grams, status-post bilateral coil placement. Rare remnants of benign proliferative-type endometrium. Fibrosis and changes consistent with endometrial ablation. Benign cervix.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record "pelvic pain. Abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed by hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for - pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received: events added - pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.